Event description:
The manufacturer received information alleging a ventilator inoperative condition had occurred on a trilogy ev300. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk. A philips remote service engineer (rse) assisted the operator. The philips rse recommended the system printed circuit assembly (pca) would need to be replaced on the device. The philips rse sent the system pca board was sent to the customer site to be replaced on the device.